Manufacturer narrative:
The pump was returned to animas for eval. Eval demonstrated that the pump was operating within required specs for delivery accuracy.

Event description:
Pt's mother reports ER treatment due to elevated blood glucose levels.